Event description:
During testing and repair at the independent repair center, the irc5p concentrator was alarming (red light). This was due to a clogged muffler and leaking tie wraps which led to the malfunction.